Manufacturer narrative:
Gbo complaint number: (B)(4). We have no further inventory of the material/batch. We have no further complaints on the material/batch. No samples were received for evaluation. No clarification and further information was received from the customer. A review of quality , production and maintenance records revealed no deviations in relation to the reportable error. This complaint can not be determined.

Event description:
Customer states 10 out of 16 blood collection tubes from this lot did not achieve clotting.